Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 218 mg/dl. The customer was treated with insulin pump. The customer declined to perform high pressure test. The customer was advised to call back for assistance if high blood glucose persist. The customer also reported the check setting alarm on the insulin pump. Customer's blood glucose was unknown mg/dl. The customer was advised the check settings alarm will always occur after setting time and date on a new or replacement insulin pump while in training mode. Customer was advise that it is normal to get the alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.